Event description:
It was reported that the intraocular lens was explanted approximately 4 months post-operatively due to intractable glare. Another lens of different model was implanted. No other info was provided. Add'l info has been requested.

Manufacturer narrative:
The lens has been returned to bausch + lomb and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.